Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through [insert methodology here]. Analysis found that this issue appears to be due to the oarm not transferring the exam to the stealth during the initial transfer attempt, although there is insufficient information in the stealth log to determine the root cause of this. The stealth logs indicate that even though the o-arm request exam transfer after the spin, and the stealth stood ready to receive the exam,  the o-arm never actually transferred the exam. The 2 subsequent attempts to push the exam were not successful because the received dicom data did not include any registration information for the exam even though a valid scanid was generated at the time of the spin. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: coding updated to reflect software investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an image acquisition from the imaging system could not be transferred to the navigation system. It was reported that the image had a nav tag placed on it. The exam could not be manually transferred either. The navigation system was restarted, and during the restart it was noted that the exam transfer errors appeared. Upon restart, the exam could not be transferred. A second image acquisition was performed and the site was able to proceed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the navigation system was tested and found to fully function as designed.